Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked co2 when the instrument was removed. The problem did not affect the visibility of the surgeon. The same device was able to be used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.